Manufacturer narrative:
Bat209223 was not returned for evaluation. Analysis of the device could not be performed since the device was not returned for evaluation. A review of the manufacturing documentation confirmed that the associated device met all requirements for release. The release indicator is located on the output connector to assist the patient during a connection or disconnection of a power source. The most likely root cause of the illegible indicator on the output cable can be attributed to patient use or due to wear. The device, however, was not returned for evaluation. Per the instructions for use (IFU): the hvad controller requires two power sources for safe operation: either two batteries, or one battery and an ac adapter or dc adapter. The instructions for use (IFU) and patient manual include a reference guide for both visual and tone alarms including potential causes and actions to take. The IFU also instructs patients to inspect batteries once a week for physical damage, including the battery cable and connectors. Exterior surfaces of the batteries should be cleaned using a clean cloth. A damp cloth may be used but a wet cloth should not. Batteries that appear damaged are not to be used. Damaged batteries must be replaced. It further warns that damaged equipment should be reported to the manufacturer and inspected. Additionally, there is a warning to keep spare, fully charged batteries and back up controller available at all times. The steps for exchange of batteries and controllers are outlined. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. This event was assessed and is being reported as part of a retrospective review of events, which was in response to an update to the MDR decision criteria.

Event description:
A report was received that upon inspection of the equipment it was noted that the solid white line on the battery connector had rubbed off. It appeared as if the writing had rubbed off due to use. The battery was subsequently removed from service. There were no reported consequences or impact to the patient. Of note, the battery had been in use for 122 cycles. There was no other damage noted. No further information was provided.